Event description:
After review of the information, this file is not reportable.

Event description:
It was reported that during a lap hepatectomy procedure the ace36e was used with the hp054 for thirty minutes, then the surgeon found the gen04's scene moved to the standby picture and could not be used again. Procedure was converted to open to complete.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No unexpected return to stand by was noted during testing after a minute of activation. The handpiece was fully functional and conforming to design specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why did the surgeon not use another generator or use another laparoscopic method, such as enseal, ligasure? What was the reason for the convert to open? Patient's anatomy? Physician preference? The handpiece was shipped in may, 2010. Has the rep or the hospital checked/screened the handpiece recently as to the number of procedures, phase margin and impedance? Are the gold rings on the handpiece regularly cleaned? The generator will recognize specific faults in five areas: generator, hand piece, instrument, foot switch or hand switch. When a fault is identified, an alarm will sound, the alarm indicator will appear on the generator control panel, and the source of the problem will appear on the screen and the generator will revert back to standby mode. The troubleshooting steps are to be followed to resolve the problem. What error code was displayed? What troubleshooting steps were taken when the error code displayed? How was it determined that the handpiece hp054 caused the problem and is being reported to us? What is the patient's current condition? Was electrocautery or an argon beam coagulator at the same time or was the generator near these units (can cause interference).

Manufacturer narrative:
(B)(4).